Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's lowest blood glucose was at 32 mg/dl and highest was at 140 mg/dl. The customer had a lot of low readings between 50's mg/dl and 60's mg/dl. The customer declined to troubleshoot for low readings. The customer received a new pump due to damage to the battery compartment.